Event description:
It was reported the patient had a synthetic plate and 5 screws implanted in his hand and x-ray confirmed 2 screws were backing out and the plate was arched discovered. Hardware has been implanted and date of explant is not scheduled yet. This report is for the 2 unknown screws reported to have backed out. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two screws, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.